Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor system displayed an "offline" message in the patient zones for telemetry beds. No injury was reported as a result of this event.

Manufacturer narrative:
The reported issue has been identified as not a problem with the xhibit central monitor as initially reported, but as a quad receiver card (qrc) problem. Spacelabs initiated a field corrective action and notified the FDA seattle district office of this action march 28, 2016 (recall number: z-1502-2016). We also notified customers of this activity with a letter dated march 28, 2016. Replacing the qrcs and reloading the receiver software resolved the problem. This investigation is considered complete and the issue closed.